Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, brown biological tissue, creases fold and deformation device. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+, alk- alcl; seroma; capsular contracture, baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product and "seroma." Further reported was that sections of the breast capsule show focal areas of infiltration by large anaplastic lymphoma cells, negative for alk by histochemistry, consistent with anaplastic large cell lymphoma (alcl), alk negative. The atypical lymphoid infiltrate stains positive for cd30. Additionally noted was a clinical history of capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product and "seroma." Further reported was that sections of the breast capsule show focal areas of infiltration by large anaplastic lymphoma cells, negative for alk by histochemistry, consistent with anaplastic large cell lymphoma (alcl), alk negative. The atypical lymphoid infiltrate stains positive for cd30. Additionally noted was a clinical history of capsular contracture, baker grade unknown. Device has been explanted and replaced.